Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-26. It was confirmed by the hcp that the patient's pump was explanted on the same day as the patient's stimulation devices due to infection because the patient had sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome-other. It was reported the patient had experienced infections in (B)(6) of 2014, and the pump was subsequently explanted because the healthcare provider thought the pump was facilitating the infections. It was also reported the patient passed away around (B)(6) 2016. The consumer could not confirm the exact date. As reported per the consumer, the patient's death was not believed to be related to the pump or infusion therapy. The device was no longer implanted at the time of the patient's passing. The pump had been removed one to two years prior to the patient passing. The cause of death was reported as septic shock. The patient passed away in a hospital.